Event description:
It was reported that the patient's right atrial (ra) lead was dislodged, exhibited oversensing, undersensing and had r wave sensing problem. An attempt to reposition the ra lead was made, however was not successful. Programming changes were made. The patient was in stable condition.

Event description:
New information received notes that the ra lead had also exhibited noise and had high capture threshold. The lead was explanted and replaced. The patient was stable throughout the procedure.